Event description:
It was reported that the autoclavable camera head exhibited flickering image. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak, poor water-tightness. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported failure was a water leak resulting in no image and the most probable root cause of the poor water-tightness was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.